Manufacturer narrative:
The observed internal cannula tear is related to action #98586. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak, corrosion, and data loss. Because data was unavailable, the presence of the reported alarm could not be determined. It is unknown if the observed leak is in any way linked to the reported alarm. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm during operation. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod at the infusion site (arm) between 1 and 4 hours.